Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the device and could not find any issues with its operation. He checked the error log and only found compressor run time data error and the compressor output low. Compressor test and operational verification procedure (ovp) tests will be performed to check all functions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator had low compressor output and compressor runtime data errors. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.